Manufacturer narrative:
The used 26mm retroflex 3 introducer sheath set and 28fr dilator were returned to edwards for evaluation. Visual and dimensional inspections were performed. Upon visual inspection there were no sharp edges observed on the tip or surface of the sheath or introducer that could have contributed to the vessel dissection. Some deep scratches were observed on the 28fr dilator near the tip. There was a smooth transition between the sheath tip and introducer shaft. Dimensional inspection revealed that the sheath distal tip inner diameter, introducer distal outer diameter, and gap between the introducer sheath and the sheath tip met specifications. In addition, the 28fr dilator distal outer diameter met specifications. The evaluation of the returned device did not reveal any manufacturing non-conformities. During sheath assembly, sheath shafts are 100% inspected in-process and the sheath shaft surfaces are inspected 100% after (B)(4). Introducers and dilators are 100% inspected for tip and shaft integrity. The device history record (DHR) review of the effected work orders showed that the device met specifications prior to distribution of device. None of the work orders revealed any non-conformances that could have contributed to the reported adverse event. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In addition, the IFU also contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, there were no issues noted while prepping the device, the device was prepped per the IFU, and appeared to be in suitable condition for the procedure. The sheath and dilators advanced without difficulty. The minimum luminal diameter (mm) of the vessel at the location of perforation/dissection was 9.2mm, with mild tortuosity and mild calcification; the minimum required vessel diameter for a 24 fr rf3 sheath is >8mm. It appears that vessel size was appropriate, however, from the deep scratches noted on the dilator during the product evaluation, there may have been more vessel calcification than reported, which could have contributed to this event. The labeling has been reviewed and no IFU/training insufficiencies were identified. The engineering evaluation did not reveal any non-conformity in the returned products. Complaint history/trends are systemically reviewed on a periodic basis to detect any increasing trends, and none have been identified at this time. No further action is required at this time.

Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter valve replacement (tavr) procedure, following vessel closure a follow-up angiogram demonstrated a vessel dissection with perforation. An attempt to tack the dissection with a balloon was unsuccessful and it was determined that a covered stent should be deployed to seal the perforation. The stent was prepped, positioned and deployed successfully. The patient stabilized and was moved from the operating room in stable condition. The physician commented that vascular injury may have resulted from dilator or sheath advancement. Through additional investigation of the event it was indicated there were no issues noted with the device during prep. The sheath was prepped per the device's instructions for use (IFU). The vessel diameter where the dissection/perforation occurred was 9.2mm, mildly tortuous and mildly calcified. There was no difficulty inserting the dilators and sheath into the patient's vasculature. There was no difficulty noted while advancing devices into the patient. The sheath will be returned for evaluation.

Manufacturer narrative:
Investigation of this event is ongoing.